Event description:
It was reported that an infusor leaked during filling. The device was being filled with a solution of fluorouracil and normal saline. There was no patient involvement. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Baxter received one sample for evaluation. Visual examination of the unit confirmed that the device leaked at the fill port. The leak was caused by cracks on the fill port. No other observations were noted on the unit. If additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The cause of the cracked fill port condition was determined to be related to the user's filling technique. Should additional relevant information become available, a follow-up report will be submitted.